Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in the us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient undergoing balloon kyphoplasty for compression fracture due to primary osteoporosis. Levels implanted at l3. It was reported that after mixing in the mixer, it hardened within about 2 minutes and could no longer be extruded into the (bfd) bone filler device. Since several bfd had already been filled, usage was discontinued and a new kit was opened. There was no patient symptom reported. There were no further complications reported regarding the event. Additional information received from manufacturer representative that there was no allegation with the content and the number of the kit components. The handle did not fit properly when it was opened.